Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece continued to run on its. It is unk if there was pt involvement. There has been no reported pt or user injury. The account could not provide any additional detail on the event.